Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within range on the day the event occurred. Per the ccc specialist's instructions, the customer replaced sample probe 1 and cleaned server 1 drain. The customer repeated all the bhcg samples run on the day of event and did not observe further discrepancies. A siemens customer service engineer was on site for a different service call on the day of event and performed monthly maintenance service and replaced the aliquot probe. The cse performed auto alignment, ran qc and precision on patient samples, after which the system was operational. The cse returned on site at the customer's request few days later. After inspecting the instrument, the cse replaced sample arm 1 (s1) and aliquot probe. The cse ran qc and precision on patient samples, which resulted satisfactory. The cause of the discordant, falsely elevated bhcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2017, a discordant, falsely elevated beta human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The physician ordered a sample redraw on (B)(6) 2017, and the sample resulted lower. The customer reported the redraw result to the physician(s), who questioned the original reported result. The original sample was then repeated on (B)(6) 2017, on the same dimension vista instrument and on an alternate dimension vista instrument, resulting lower and matching the redraw sample result. The physician had removed the patient's intra-uterine anti-pregnancy device because of the discordant, falsely elevated bhcg result reported. There are no reports of patient adverse health consequences due to the discordant, falsely elevated bhcg result reported.